Event description:
It was reported that the patient was admitted to the hospital and was being evaluated for a stroke. The patient confirmed there are no device issues but couldn't confirm if the hospital visit was device related. The patient reported that a CT scan was performed however the facility was not able to complete the evaluation, so they are in processing of preparing for an MRI.